Event description:
It was reported that there was an possible insulation break due to the detection of muscle potentials detected as ventricular fibrillation. The device charged but did not deliver a shock due to a premature return to sinus. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation of the is-1 connector leg abraded at 5.0cm and 8.0cm from the connector pin. The metal filars of the sensing coil were exposed at the same areas. This insulation damage is consistent with friction to the ICD can.